Event description:
Event was reported to herniamesh by the distributor who receive a legal complaint by the patient attorney. The patient has suffered inability to have sex, pelvic pain, mesh erosion, repeated bladder infections,and the need for an additional surgery for prolapse. No further information has been provided.